Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, the patient was revised due to a poly swap. The patient had stretched out their ligaments and needed a thicker poly.